Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was almost 500 mg/dl. The customer stated that she was not receiving insulin and that the insulin pump alarmed no delivery. She complained of sweatiness, nausea, feeling as though she would pass out, and excessive urination. Upon admission, the customer was treated with 2 corrections and placed on intravenous insulin before being discharged. She stated that she awoke with a high blood glucose reading of 430 mg/dl. The most recent blood glucose reading was 233 mg/dl. She stated that at the time of the alarm, it seemed as though the reservoir did not move. She had tried to force insulin through the reservoir but it did not go through. She was advised that her supplies be replaced and that a tubing clamp would be sent in order to complete the troubleshoot process. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.